Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter would not retract after use.

Manufacturer narrative:
Investigation summary: DHR: lot was built on afa line 2 from 15nov2018 through 21nov2018 and packaged on pkg. Lines 8 and 11 from 16nov2018 through 22nov2018 for the quantity of (B)(4). All challenge, set-up and in process samples were performed per quality control plan and all passed per specifications. There were no indications of the reported defect, as there were no reject activity findings throughout the build of this lot that would impact the quality of the product. Observations and testing: was not conducted because no units (samples) or photos were provided for investigation of the alleged defect of needle retraction failure. Relationship of device to the reported incident: indeterminate - no units or photos were provided for observation and/or testing of this incident therefore the alleged defect was not identified or confirmed and a root cause was not established. Without the actual sample for evaluation and testing there was no physical/mechanical evidence to confirm or support manufacturing process related issues for the defect stated in the pir.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter would not retract after use.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter would not retract after use.

Manufacturer narrative:
Additional information was received per customer email regarding the event occurrence. The date of event is now known to be on (B)(6) 2019. This date was reported in the initial MDR correctly, but reported as the date of awareness, as the date of event was unknown at the time.